Event description:
A pump declared a malfunction alarm during the pumping process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm persisted. Consequently, the customer was unable to resume insulin therapy. Technical support decided to replace the pump, which was under warranty, and arranged for the customer to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery. The customer was instructed on how to store the pump and return it using a pre-paid label within ten days.